Manufacturer narrative:
Upon investigation of the returned device, the garage block detent feet were found out of position, distal of the slider block. Review of the device history record for this lot did not produce any findings that attributed to this incident.

Event description:
It was reported that a trained physician attempted an arteriotomy closure with a starclose device, after a diagnostic procedure. The physician was unable to complete the thumb advancer stroke and felt resistance. This was attempted two times with the same result. The safety release button was activated and the device was removed without incident. Hemostasis was achieved with manual compression. There was no pt injury. No add'l info available.